Event description:
It was reported that the patient complains of pain at the implant site, which decays after the audio processor is taken off. The patient hears normally with his device. Several testings show either poor coupling or results conforming to standards. An accident is not known according to the patient and his mother.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.